Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4). Exemption number: e2016031. (B)(4). 1 x zebd-5-10 of lot unknown was returned to cirl for a lab evaluation. It is possibly either lot # c1279948 or c1344676. A lab evaluation was held on 13 july 2017. During the lab evaluation the stent was found to be kinked at port hole 2 but a wire guide passed with some resistance. Additional kinks were found at port holes 3 and 5. There was also side wall damage at port holes 2 and 5. The pigtail straightener was not present upon return. It was noted that the stent would not have left the manufacturing facility in a damaged state. The customer complaint was confirmed on visual inspection of the returned stent as the stent was found to be kinked. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, it is possible that this occurred while the physician was straightening the pigtails with the pigtail straightener. Although stated above that this was done very carefully, we cannot replicate the exact conditions in which this was done therefore this cannot be ruled out as a possible root cause. As per the precaution section in the instructions for use, ifu0045-6 ¿care must be exercised when straightening the pigtail curls *in order to avoid kinking or breaking the stent¿. It may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. As a definite lot number is unknown, it is not possible to perform an accurate review of the device history record. However, both c1279948 or c1344676 were reviewed, neither of which revealed any discrepancies relating to this complaint issue. Prior to distribution, all zebd-5-10 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to an update in the investigation to include a possible root cause. Note possible lot numbers were received but this is still unknown. The physician attempted to advance the stent over a wire guide after straightening the stent with the straightenter very carefully, but a kink in the pigtail prevented advancement of the wire guide into the stent. Then, another device was used instead and the procedure was completed with the replacement. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x zebd-5-10 was returned to cirl for a lab evaluation. A lab evaluation was held on 13 july 2017. During the lab evaluation the stent was found to be kinked at port hole 2 but a wire guide passed with some resistance. Additional kinks were found at port holes 3 and 5. There was also side wall damage at port holes 2 and 5. The pigtail straightener was not present upon return. It was noted that the stent would not have left the manufacturing facility in a damaged state. The customer complaint was confirmed on visual inspection of the returned stent as the stent was found to be kinked. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. It may be noted that according to the instructions for use, ifu0045-6, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. As the lot number is unknown, it is not possible to perform a review of the device history record. Prior to distribution, all zebd-5-10 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This initial MDR is being submitted based on the new precedence for this device family established on 18-jul-2017: 'stent kinked/bent' the physician attempted to advance the stent over a wire guide after straightening the stent with the straightener very carefully, but a kink in the pigtail prevented advancement of the wire guide into the stent. Then, another device was used instead and the procedure was completed with the replacement. There have been no adverse effects to the patient reported.